Manufacturer narrative:
(B)(4) - blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. Prior to first use of the device, the blade would not rotate. Another device was used to perform the procedure. There were no adverse pt consequences was reported.